Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that the infusion set cannula was kinked, which cause the patient blood glucose elevated from 750 to 800 mg/dl, therefore patient had received mdi, bolus via the pump. The patient first went to ER and was subsequently hospitalized and received IV and fluids of saline and insulin. The patient also had high ketones. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.